Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had reported insulin dose log inaccuracy with the difference between intended dose amount and dose amount recorded in the inpen app (logbook or home screen) greater than one unit. The troubleshooting was performed and the issue was not resolved. The customer had discontinued to use the device. The inpen will be returned for the product analysis.

Manufacturer narrative:
Serial number: (B)(6)- software version: 3.8.5 color: blue battery life remaining: <8 months customer reports: inpen app is not recording the exact doses dialed on the inpen. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: I dosed 4.0u slowly holding knob and button together x 4 times. The app recorded 3.0 u, 3.5 u and 3.0 unit and 3.0 unit. Doses dialed are intermittently being recorded in app. The leadscrew rewind properly. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0 unit was dialed and dosed until the screw reached max extension. Pending further investigation performed in san diego location. In conclusion: per (B)(6) analysis, destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Inpen app recorded inaccurate doses to app due to leadscrew anomaly. Therefore, the customer complaint was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.